Manufacturer narrative:
Event description, corrected data: the initial report inadvertently did not indicate the products have been received by the manufacturer. Device available for evaluation, corrected data: the initial report inadvertently did not indicate that the device was available for evaluation. Device evaluated by MFR, corrected data: the initial report inadvertently did not indicate that the device is pending evaluation. Evaluation codes, corrected data: the initial report inadvertently did not indicate codes to represent that the device is pending evaluation.

Event description:
The generator and lead were received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
High impedance was observed on a patient's device during a generator replacement surgery due to low battery. A system diagnostic test was performed with the existing lead and generator indicating high impedance. The device was interrogated three weeks prior with no impedance issues at that time. The existing generator was then explanted and replaced with a new generator. Testing was performed on the explanted generator which returned normal results with a good impedance value, confirming proper function of the generator. The lead was then explanted and replaced with a new lead. The explanted lead and generator have not been received by the manufacturer for analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was performed on the lead and the generator. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. Other than the noted event of the generator reaching end of service, there were no additional performance or any other type of adverse conditions found with the pulse generator. The lead underwent product analysis and abraded openings were noted on the outer and the inner silicone tubing of the returned lead portions and a break was identified in the positive coil. Scanning electron microscopy images of the positive coil show corrosion at the break location, and that a stress-induced fracture most likely occurred. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No other relevant information has been received to date.